Event description:
It was reported the patient had a new device system implanted the day of report and after placing the lead in the implantable neurostimulator (ins), the measured impedances were ¿hot¿ on pairs with #0. It was stated ¿hot¿ was later clarified to mean high and pairs 1, 2, and 3 were within normal range. Reportedly, the lead was backed out of the header, dried off and put back in, and the setscrew was tightened and a clicking sound was heard. It was noted as the doctor was putting the ins with attached lead back into the pocket the lead slid out of the header. It was stated they tried numerous times to tighten the setscrew and heard an audible click, but the lead kept coming out. Another ins was used and it worked fine. It was later reported the ins was removed because it did not tighten onto the lead. It was stated the screw was stripped. Additional information stated the patient was doing very well and receiving the therapy with no adverse events.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3889-28, lot# va0cssw, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).